Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient believes that, based on how he is feeling, his bg meter may not be reading the bg values properly. At the time of contact, the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).